Event description:
Per company representative, an emergency ligation procedure was performed on a severely compromised pt, who already had a tracheostomy and was bleeding profusely. The doctor successfully used the first ligator. He used a second ligator to continue banding, but could not get the bands to fire successfully. It is unknown if the doctor dry fired. The doctor used a third bander on the pt successfully. The company representative stated that the doctor also used sclerotherapy. The pt was sent to another facility where pt died the next morning. The doctor told the company representative that the device did not contribute to the pt's condition. Per hospital representative (4/29) the doctor thought the outcome was "inevitable" as the pt was bleeding seriously before the procedure. The doctor was able to complete the procedure as intended.